Event description:
Additional information received notes that the patient also received inappropriate shock therapies.

Event description:
It was reported that the lead was dislodged. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.